Event description:
The event description according to the customer is as follows: ventilator would not power on. During troubleshoot was doing normal troubleshooting issues, during this course had smoke and smoke smell come from unit. Dissassembled unit and did full visual inspection. After the scorch event vent was able to boot up no problems. Tantelum cap on driver board (rear) had scorch marks and visible damage. Plan to replace scorched driver board with another driver board as time allows.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.